Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had to change out four reservoirs on friday because of air bubbles. Customer does not recall blood glucose event. Locations of the bubbles are located at the bottom of the reservoir. Air bubble was bigger then a pin and larger than a champagne bubble. Primed bubbles until none were present. No leaks noted. Customer will consider recommendations. Customer was advised to monitor. No further information reported. No further information reported.